Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4396, implantable pacing lead, (B)(6) 2013; d314trg, implantable cardioverter defibrillator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the impedance on the high voltage portion of the right ventricular lead was high which triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.